Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer alleged she inserted a tampon before bed and woke up an hour later to use the bathroom and the tampon was still inside of her. Another hour later she got up again and she alleged the tampon was missing. She manually felt inside and could not feel the tampon or the string. In a follow up contact, consumer reported she was fine but believed the tampon was still inside of her. She had not sought medical attention.